Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. G5: unknown, d4: UDI unknown.

Event description:
It was reported the device exhibited an alarm. The battery was removed and reinserted. Per reported the patient did not notice anything missing from the pump covering the air detector port. Battery replaced in device but air detector alarm persisted. Removed battery from device and clamped the tubing. No adverse patient effects were reported by the customer.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the air detector, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Email is: (B)(6).